Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to an inoperable pump. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
H6 conclusion code of cause not established was updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to an inoperable pump. The pump was removed and replaced. There were no patient complications reported.